Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. It was also reported that the right atrial (ra) lead exhibited suspected far field r-wave oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.